Event description:
Customer complaint - limited data available "I purchased a caretouch blood prssure monitor model # psw01 it worked good for the few times using it but than it would not record correct readings, the nurse that would come by and checked pressure with her arm unit and than I would compare my wrist monitor and it was considerably off. Did it several times and she said threw it away. It will get you in trouble. Now all it will record it states our. Will not work. New batteries and followed instruction. Sending it back to you so you can threw it away but please check it out. Money wasted."

Event description:
Customer complaint - limited details.customer purchased caretouch blood prssure monitor model # psw01 and it worked well a few times. The readings were accurate but the device would not record correct readings. After a few uses, the device read off inaccurate readings.